Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation of the implantable cardioverter defibrillator revealed episodes of non-sustained right ventricular oversensing due to low amplitude lead noise in the right ventricular lead. No intervention was performed. The patient was in stable condition.

Event description:
New information received noted that the implantable cardioverter defibrillator revealed episodes of non-sustained oversensing episodes due to oversensing in the right ventricle lead. No programming changes were performed. There were no patient consequences.